Event description:
The surgeon implanted a silicone lens but it was damaged upon insertion. The surgeon enlarged the incision to remove the lens and there were no other complications. The surgeon doesn't believe that enlarging the incision represents an injury to the pt and doesn't wish to provide add'l info. It is unknown if the lens or injection system had malfunctioned.